Manufacturer narrative:
T was reported by the customer is experiencing an issue with the maxzero extension set, mz5302. The cap is difficult to impossible to remove. Two samples of material number mz5302, lot number 23129169 and six samples of material number mz5302 with an unknown lot number, were submitted for quality investigation. Visual inspection was conducted on the samples to determine if damages or abnormalities. There were no damages or abnormalities identified. The white safety caps were then attempted to be removed from the samples. Each safety cap disconnected without any issues. The customer complaint of connection issues could not be replicated. Three sample of material number mz5302, lot number 23089258 and six samples of material number mz5302 with an unknown lot number, were submitted for quality investigation. Visual inspection was conducted on the samples to determine if damages or abnormalities. There were no damages or abnormalities identified. The white safety caps were then attempted to be removed from the samples. Each safety cap disconnected without any issues. The customer complaint of connection issues could not be replicated. A root cause was not determined because a failure could not be replicated. A device history record review for model mz5302 lot number 23129169 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s was difficult to disconnect the following information was received by the initial reporter with the following verbatim we are experiencing an issue with the maxzero extension set, mz5302. The cap is difficult to impossible to remove. Currently seen in three with lot# 230889258 but not assumed to be limited to that lot number at this point. Additional product assessment pending. Wanted to alert you to this issue and see if bd is already aware and any follow up actions/strategies available. Additional information from email on 03-apr-2024- hi there- this pir was submitted yesterday. The customer has just responded ¿good morning, after assessing this am I can share that this defect is not limited to one lot. We are working though next steps and I will keep this group updated.¿ they have now said they need a substitute as this is widespread. Can you please escalate this? This is in reference to (B)(4) (ref # mz5302).